Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. On device follow up it was noted that both the right atrial (ra) and the right ventricular (rv) leads had dislodged and pulled back. It was noted that the patient had been lifting their arm on multiple occasions. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.